Event description:
It was reported that customer experienced high blood glucose of 542 mg/dl. It was reported that high blood glucose was due to customer forgetting to administer dual wave bolus. Customer was advised to contact diabetic care manager for medical advice. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.